Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not damaged. Review of the event history log (ehl) showed multiple high alarm displayed: downstream occlusion" alarm messages. A functional test was performed and the reported issue was not duplicated. The dso sensor functioned properly, and the device passed all tests. The cause of the reported issue was unknown. As a result, the dso seal was replaced and the dso sensor was calibrated as a preventive measure. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3, d4: UDI, and g5 are unknown.

Event description:
It was reported that the pump exhibited an occlusion alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.